Manufacturer narrative:
An event regarding user error involving a triathlon insert was reported. The event was not confirmed. Method & results: product was not returned for evaluation. Insufficient medical records were received for review with a clinical consultant but based on the x-rays provided following were his comments: everything on x-ray looks adequate with regard to metallic parts of the knee, so based on current information I cannot discuss anything troublesome. If a wrong inlay was chosen, I presume this is a procedure-related problem as a surgeon always needs to check what he asks to get before opening the box. Device history review and complaint history review were not performed as no lot information was provided. Conclusions: based on the comments from the clinical consultant, selecting the correct size implant is the responsibility of the medical staff. No device related failure modes have been identified. No further investigation for this event is possible at this time as no device and insufficient information was received by stryker orthopaedics. If the device and / or additional information become available, this investigation will be reopened.

Event description:
The wrong inlay was implanted. On (B)(6) 2015 additional information: implanted insert size was too small so it was replaced with the bigger one during revision surgery on (B)(6) 2015.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The wrong inlay was implanted. Additional information: implanted insert size was too small so it was replaced with the bigger one during revision surgery on (B)(6), 2015.